Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device had undergone a power-on reset, after which transmissions of device data by the remote monitor would consistently fail to send. The device remains in use. No patient complications have been reported as a result of this event.